Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with excessive no delivery alarms. It was reported that the customer did not have the device on hand to troubleshoot. It was reported that the customer's blood glucose level was about 400mg/dl to 500mg/dl. It was reported that the customer corrected with pen. It was reported that the customer was advised to conduct set change. It was reported that the customer did not ask for pump replacement. No further information provided.